Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was programmed to dddr 100/120 with the av delay at 120 ms and rate smoothing programmed on. This programming induced multiple episodes of ventricular tachycardia (vt). Therapy was exhaused on one occassion and external conversion was required. In addition, the device undersensed vt since the beats fell into blanking period and the device was atrial pacing during the arrhythmia. Technical services discussed reprogramming options to prevent further undersensing and rhythm induction.